Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer for evaluation. Visual inspection using a microscope at 12x magnification showed that the lens can be identified as a tecnis multifocal acrylic 1-piece intraocular lens because of the type of haptics and the presence of a diffractive ring pattern on the optic. It can be seen the lens was delivered in one piece whereby dust particles were present. The lens condition is consistent with a lens that was explanted from the patient¿s eye. The manufacturing record review showed that the in-line optical inspection data showed that the lens was within power specification. The manufacturing record review was performed. There were no non conformances with respect to the final product release process. There were no process and / or material changes within the production order. There were no non conformances with respect to the sterilization process. The in-line optical inspection data showed that the lens was manufactured within power specification. The documentation showed that the production order was manufactured according to specifications. The documentation indicated that the product met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that the intraocular lens (iol) was explanted from the patient's left eye in a secondary procedure because the patient was suffering from hazy cloudy vision. No further information was provided.

Manufacturer narrative:
(B)(4) - explant of an intraocular lens in a secondary procedure.all pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.